Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.62s a few months ago and at the time of the recent call was at 2.65v. The health care professional was looking for a longevity estimation. Tech services discussed the shortened replacement window advisory, which this device is included in (communicated on 04/05/07) and recommended monthly follow ups. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted for normal battery depletion.

Manufacturer narrative:
The device remains in service at this time. If additional information becomes available, this product issue will be updated. It was later reported that this device was included in the advisory based on the when this device had declared the applicable voltage. The current voltage was reported at 2.54 v.